Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 1st related complaint for damaged/cracked on lot # 8082001. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: the root cause is undetermined.

Event description:
It was reported that a bd¿ sharps collector had crack in the neck of the lid. There was no report of exposure, serious injury or medical intervention.